Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
Baxter (B)(4) received a report that an intermate had a scratch on the front of the device found before use. This potentially caused a breach in the sterile fluid pathway of the device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unfilled sample for evaluation. The reported condition of a molding defect was confirmed. Visual examination of the unit noted a molding line located on the housing. The line on the housing is considered a cosmetic defect and does not affect the functionality of the device. This type of defect can cause during the molding process. However during the production, the units undergo 100% visual inspection but due to the operator over sight this unit passed the visual inspection. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.